Event description:
Complaint description received is as follows: "during an upper eus procedure, the stylet of the complaint device could not be fully advanced. On the third pass of using the needle without the stylet, and the needle separated from the handle while still inside the patient. When the sheath was removed, the elevator of the scope was used to assist in removing the portion of the needle. The whole needle was completed removed. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require additional procedures or experience any adverse effects due to this occurrence.